Event description:
On 28th may 2026, it was reported by an arthrex employee via email that for an ar-7534t, tigerloop¿ 1.3mm suture tape suture, white/black, looped with needle, ve12, when attempting to guide the suture by lightly pulling the tape to pass it under the lcl after placing it in the iliotibial band, the suture broke at the tape's joint. It did not appear that excessive tension was applied. This was detected during use in a let procedure on (B)(6) 2026. The procedure was completed successfully by using a product with the same part number. No significant surgery delay reported. All of the product/fragment was removed and nothing remains in the patient. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is unknown.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.